Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) was positioned, and a 31mm watchman flx pro laa closure device & delivery system was selected for use. The transeptal puncture was performed without difficulty. The physician attempted to place the 31mm closure device however the positioning was proximal and coaxiality was difficult to obtain. The physician decided to try to recross the septum however a thrombus was observed on the right atrial side of the septum. The physician aborted the procedure. There were no patient complications reported, and the patient was discharged home.